Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The collimator was not responding to commands. The collimator was replaced but the system was still having issues. The rep replaced rotor motion controller which controls the collimator. The collimator then responded. The rep then adjusted the collimator to specification. The imaging system then passed the system checkout and was found to be fully functional. The collimator and rotor motion control box were returned to the manufacturer for analysis. The devices were found to be fully functional with no problem found when tested on a test imaging system . The reported event could not be duplicated by medtronic personnel. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (b)(64) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure the pendant on the imaging system will not boot past the initializing collimator to go to the 2d mode. There was minimal delay in the case but the site tried the re-boot the system twice without success. The surgeon chose to discontinue use of the imaging and navigation systems, and proceed with a c-arm images. There was no reported impact to the outcome of the patient.